Event description:
Two na/r's were transferring the resident from the bed to the wheelchair using the hoyer lift as designated in his care plan and assignment sheet. The two na/r's report that the resident was properly in the sling when he made a sudden movement and the hoyer tipped and the resident fell to the floor sustaining a 1.5 inch laceration to the base of his skull. He was sent to the emergency room and released after evaluation and steri strips were applied. The two staff members mentioned that they were having difficulty keeping the legs open on the hoyer and suspect this caused the hoyer to tip more easily. The hoyer has since been removed from the unit for destructiondevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: invalid data. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded, other. Invalid data - on device destroyed/disposed of status.